Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020. Exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Findings: the head of the holding pin in this case appears to have a fracture on one side. The fractured head appears consistent with applying a bending moment to the proximal head of the pin with the pin puller instrument. Tension was likely applied to the pin puller at an angle rather than axially as intended. Per the experience report, all pieces were accounted for and nothing left in the patient. There was no reported patient injury. Most likely underlying cause: based upon previous similar investigations, the broken pin reported was likely the result of applying a bending moment to the head of the pin with the pin puller which allowed the proximal rim to fracture. Rmr review: the current rmr and racr for this device, rmr-00039 rev- and racr-00051 rev- were reviewed. Racr-00051 will be updated under dcrsp-19-527 to appropriately capture the risk. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. No pieces/parts of the device fell into the surgical site. An investigation was conducted: based upon previous similar investigations, the broken pin reported was likely the result of applying a bending moment to the head of the pin with the pin puller which allowed the proximal rim to fracture.

Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The holding pin head was broken while pulling with the pin puller. All pieces were accounted for, nothing left in patient. No pieces/parts of the device fell into the surgical site. There was no delay to surgery. The patient is fine. There was no reported patient injury. The rep was present at the time of surgery. The device was returned. No additional information about this event has been provided by the contacts.